Manufacturer narrative:
Pending evaluation. No information provided.

Event description:
As reported, approximately 6 weeks post reverse right shoulder replacement. This male patient was doing rehabilitation exercises and dislocated. Revision surgery performed and liner had dislodged from humeral tray with liner still positioned articulating with glenosphere. The liner was exchanged. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of the reported rehabilitation exercises. However, this cannot be confirmed as the explant was not returned for evaluation.